Event description:
Bicoag forceps - bipolar curved dissecting/grasping forceps. Where the device opens and closes, there were sparks coming from the two prongs. Second device, same device model and lot number. Device would not close properly. Third device: same device model and lot number. Device defective, no other info available. Device problems were noted prior to use on any pts.